Manufacturer narrative:
Phone number: (B)(4). Health effect impact code: f2203 imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "liquid" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "liquid, pain, and rupture," "recalled," "stiffness".

Event description:
Healthcare professional reported "suspecting a rupture [¿] liquid" and "pain and stiffness" against right side device. Device remains implanted.